Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a big crack at the bottom by the down button and the buttons became unresponsive after she dropped it. Blood glucose value was between 120 and 130 mg/dl. The customer also reported the insulin pump alarmed button error. The customer had reverted to her insulin pen. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to corroded keypad trace. The insulin pump had broken end cap noted. No button error alarm noted. The insulin pump was unable to perform displacement test due to unresponsive button. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners and stained end cap sticker.